Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient would feel a shocking sensation to their feet when turning stimulation on. The hcp stated that the patient had only tried to turn stimulation on once. This was considered a sudden change in therapy/symptoms. It was noted that the patient was implanted on (B)(6) 2017 and the issue occurred over the last several weeks. Indications for use are spinal pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.